Manufacturer narrative:
On (B)(6) 2013, consumer called because her pump caused cuts all around her nipples. The cuts caused the breasts to swell. Consumer requested a bigger massage cushions because she feels that the cushion is too tight around her nipple. Consumer states she was using it manually and the milk goes around and is getting into the pedal. The consumer claims the motor also looses suction and there is an air noise coming from the pump. Consumer states have the nipple is healed. Product requested to be returned for eval.

Event description:
On (B)(6) 2013, received a call from the consumer. Consumer stated the base of the nipple becomes really swollen. Doctor prescribed a cream to be applied to the nipples.